Event description:
In 2001, the facility's business manager informed the distributor's senior account manager of the following: device was implanted in 1999. When the physician went to explant the device, because patient was complete with therapy, the physician was able to remove the device and part of the device catheter without yanking. About 10-11cm remained in the pt. The pt was sent to another facility to try and remove the remaining piece of catheter percutaneously, but was unsuccessful. Additional information was received from the distributor's marketing manager that states the following: under x-ray the segment of catheter was observed in the vessel starting with the subclavian vein and first rib together. When removed distal tip of the device catheter was observed crimped. The device will not be returned to the MFR.